Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer declined to troubleshoot for the alarms. The customer also reported the no delivery alarms caused them to have high blood glucose. Customer's blood glucose was 163 mg/dl. The customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.